Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag "was leaking at the giving port where the tubing is inserted". It was further reported that once the bag was taken off the compounder it did not seal completely. This was noted during filling. There was no patient involvement. No additional information is available.